Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received a shock, felt dizzy and their device was toning. An interrogation was completed and it was noted that the patient was in atrial fibrillation (af) with rapid ventricular response which caused the shock. As well, the right ventricular (rv) lead had a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) counts, high rate non-sustained episodes and there was t-wave oversensing (twos). Follow up indicated no intervention was completed, and that the device and lead are still in use. No further patient complications have been reported as a result of this event.